Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-12971- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion set's leakage on (B)(6) 2024. The infusion set was in use for I day and another for 1 and half day. The patient replaced infusion set and resumed insulin successfully. No further information available.